Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead since implant. Reprogramming was completed and the lead remains in use. The patient was a participant in the optilink hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: competitor implantable tachy lead, (B)(6) 2010; competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.